Event description:
The amasse biofluid collection device is being g used within the judicial system and countless expert testimony say they don¿t allow for chemical identification. This device is putting people behind bars and stealing children from loving parents. I've seen you all have countless reports on this device yet you're still allowing this monstrosity to corrupt the integrity of the united states judicial system. I've bought this matter to your attention before and am again. When an expert with a phd and toxicology and pharmaceuticals who also have governors' recognition for her work is fighting against this device in court to try and stop the illegal device that doesn¿t even have pre-market notification with the FDA to even be sold in america. What's the hold up. My federal claims lawsuit should also include the FDA for allowing this to transpire and continuously harm american citizens. Wrongfully imprison citizens and violated their constitutional rights to real due process. Violating countless amendment including the 14th amendment. You all should be ashamed of yourselves for allowing this to happen instead of putting a stop to it. Hair follicles and even umbilical cords have proven it wrong and yet your all setting on your hands. What amount of money is making this situation being overlooked. How many more experts must give expert testimony proving the device is a scam before y¿all do something? The device has no FDA data within your database and experts have proven it doesn't even allow for chemical identification. You¿ve got the photo of the device. The over even knows failure to dry the blood spot before packaging is a problem. I'll send the picture. Plus, the device is being used improperly within a judicial system. That's illegal in itself.